Event description:
It was reported that during the atrial fibrillation (afib) procedure, while manipulating the lasso navigational variable eco catheter in the left atrium, the physician slipped with the catheter in the ventricle. The physician was not able to get it back in the atrium with regular torques. After some trials, the physician decided to pull hard on the lasso navigational variable eco catheter. When the catheter was out, the physician recognized that a distal part of the catheter remained in the patient. The patient had surgery on the next day and they observed that the part of the catheter was in the mitral filaments fixed. The patient was sent home in good health. Upon request, additional information was received on the event. The event was not life threatening. The event did not result in the impairment of a body function or damage to a body structure. The physician slipped with the catheter in the ventricle while doing a pulmonary vein isolation (pvi). With rotating, he tried to withdraw the catheter. As this did not work, he decided to pull hard on the catheter. When the physician had the catheter out, he saw that the distal part remained in the patient. He could see in the x-ray that this part was stuck at the valve (mitral cords). The patient was sent with good health to the ICU and on the next day, to minimal invasive heart surgery. After a few days the patient was sent with good health. The patient fully recovered. The prognosis for the patient is that he is in best health without any problems. The physician¿s opinion on the causality of the adverse event was that it was procedure related. Before the event, the physician did not experience any difficulty in manipulating the catheter. The physician did not notice any abnormal signals. The rf generator was set to power control mode. The power setting was 30 ant/25 post. The temperature cut off setting was set to 43. The flow setting was 2/8. The act was maintained between 300-350.

Manufacturer narrative:
Product investigation will not be performed since the catheter was not returned for analysis. The device history record was reviewed. The DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system, model #: m-4800-01, serial #: (B)(4). Cool flow pump, model #: m-5491-01, serial #: (B)(4). Ep - shuttle rf generator system - 100wmodel #: 39d-76x, model #: 39d-76x, serial #: (B)(4). Navistar sf thermocool d-curve catheter, model #: unknown, lot #: unknown. (B)(4).